Event description:
It was reported that the surgeon felt a sting on her little finger during surgery. The pts abdomen was also burned on the spot where the doctors little finger rested. It was reported that the surgeon was "buzzing" a hemostat at the time this occurred.